Event description:
Caller reported a cartridge alarm that occurred during the pumping process and noted a blood glucose level of 512 mg/dl due to the issue. Caller addressed this high level by administering a correction bolus via the pump. Technical support confirmed recurring cartridge alarms with consecutive cartridges and decided to replace the pump. Customer did not require assistance from a third party, and the replacement pump was sent by technical support. Customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Instructions on storage mode for the pump were given, and customer was advised on steps for the new pump, which were understood and acknowledged. Customer was also guided to return the problematic pump within 10 days using the provided prepaid shipping label.